Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump was returned for evaluation. The system controller was not returned for evaluation and log files prior to the patient¿s death are not available. The pump was returned encapsulated in pale-yellow tissue, with the driveline cut approximately 9 inches from the pump, and the severed portion was not returned. Upon disassembly of the pump, examination of the blood contacting surfaces found grainy, pale yellowish-red, non-laminated depositions situated on the blood-contacting surfaces of the inlet tube, knitted inflow graft, inlet elbow, outflow graft attachment, and outflow elbow. Although a specific cause for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to significantly occlude the flow of blood. All of the depositions found appeared to have been exposed to a fixative agent (e.g. Formaldehyde or glutaraldehyde) prior to being returned. Due to this, the composition of the depositions could not be conclusively determined. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the thrombus. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. Infection and thrombus are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for bacteremia. The patient had a history of a previously unreported driveline infection and a history of non-compliance. The patient had experienced a small brain bleed on an unspecified date and his anticoagulation regimen was reduced. On (B)(6) 2016, while talking to the nurse, the patient experienced unspecified neurological changes that required intubation and emergency management. At the time of the event, the patient's inr was reported to be approximately 1.7-1.8. The patient expired that day. The cause of death was reported to be unknown. No additional information was provided.